Manufacturer narrative:
The events of capsular contracture, necrosis, and lymphorea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "stage 4 shell", "epanchment/lymphorea" and "necrosis and pain".

Event description:
Healthcare professional reported "rupture", "stage 4 shell", "epanchment/lymphorea" and "necrosis and pain". This relates to the right side. Device was explanted.